Event description:
During service, the pump failed with a failure code 500. The hospital representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event.